Manufacturer narrative:
(B)(4).

Event description:
Procedure: roux-en-y. According to the reporter: initial procedure on (B)(6) 2014 went well and there were no known issues during the procedure. The patient returned to the hospital with complications, and on (B)(6) 2014 underwent surgery for laparoscopic exploration. The surgeon discovered a leak in the stomach where the staple line had separated near the upper portion of the body of the stomach, slightly below the fundus. Staplers were used to resect the stomach further in order to close off the opening. No reinforcement material used. Current patient status is unknown. There was unanticipated tissue loss. No unanticipated blood loss of 500ccs or more. No surgical time delayed by more than 30 minutes due to the product problem. Patient did not experience a delay during primary procedure, but was readmitted for secondary procedure. Post- op diagnosis is unknown.